Event description:
It was reported that the a non-sustained lead noise episode was recorded via remote monitoring. Bringing the patient into the clinic to investigate sources of emi, to perform isometric testing and x-ray was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.